Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user of a spectrum pump was unable to push the button that "correlates with yes" when starting an intravenous infusion. This occurred in the critical care area. The buttons were replaced by facility healthcare technology management. There was no report of patient injury or medical intervention associated with this event. No additional information is available.